Event description:
It was reported that charging cable was sometimes hard to plug into pump. No information was provided regarding impact to customer¿s blood glucose level. Customer declined troubleshooting and no further details were obtained, and no additional action was required from technical support.